Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the customer reported after the first use the instruments could not be disassembled for cleaning and sterilization. There were no surgery and patient impact. This complaint involves two (2) device. This report is for (1) large handle with quick coupling. This report is 1 of 2 (B)(4).

Event description:
It is unknown if the issue was discovered during inspection. No patient or procedure involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 311.431, lot: 61p5226, manufacturing site: bettlach, release to warehouse date: july 22, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the handle w/quick-coupl was returned and received at us customer quality (cq). Upon visual inspection, it was observed that scrdrivershaft-hex-small ø2.5 was received stuck inside handle's tap holder assembly portion. The effort to disassemble the screw driver shaft from the handle failed. No other defects were found with the device. Functional test: during functional test, the attempt to disassemble the screw driver shaft from the handle failed. Dimensional inspection: a dimensional inspection was not performed as the internal components/features of shaft were inaccessible without destruction of the device. Document/specification review the current and manufactured versions of drawings were reviewed: handle with quick coupling (current & manufactured). Investigation conclusion: the complaint condition was confirmed for the handle w/quick-coupl. The cylinder pins inside the sleeve of handle might have deformed due to excessive force applied during the assembly of shaft leading to complaint condition. However, the definitive root cause of the complaint cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.